Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of the main lamp working intermittently was confirmed. Additionally, a faulty converter and lamp igniter was discovered. Once the main lamp heats up, the emergency lamp turns on. Subsequently, when lamp power button is pressed, the igniter snaps several times before the lamp powers on. A lamp replacement is required. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source main lamp functions intermittently. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device was manufactured more than seven years ago, the probable cause of the spare lamp turning on is related to the convertor inside the power supply unit deteriorated due to repeated usage over a long period of time. As a result, the main lamp failed to turn on. Furthermore, it is possible that the operator applied heat compound without fully wiping old heat compound adhered to the heat sink. Failure to appropriately apply the heat compound may accelerate the deterioration of the lamp. The instructions for use (IFU) states: when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired and the examination lamp life will be shortened significantly. Olympus will continue to monitor complaints for this device.